Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally. The initial observation of no flow could be due to poor connection with connector used on patient site.

Event description:
Smartez pump (se0200-100. Lot# not available) containing ceftriaxone 2 grams in 0.9% sodium chloride 100 ml would not infuse in 30 minutes. Pt contacted the on call rn to report, followed up 30 minutes later and about 75% of the ed had infused by that point. Pt instructed to keep tubing connected and call again with any concerns. Site rn stated infusion finally completed.